Event description:
A lithrotripsy was discovered to have a problem so the procedure was cancelled. A technician touched an anesthesia cart and the lithrotripsy table at the same time and received an electrical shock. An investigation revealed that a vendor-made adaptor cord was improperly wired (the hot (white) wire was connected to the common terminal in the ground plug. The green/ground wire in the cord was connected to one of the 120v terminals in the plug.